Event description:
It was reported that the customer's insulin pump had a button error alarm. Customer's blood glucose was 126 mg/dl. It was also reported that the customer was in the hospital because she was having problems with her insulin pump alarming. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.